Event description:
On (B)(6) 2018, a customer in the us reported to agfa that when using their dx-d 100 unit, they experienced unintended movement. The customer reported the unit started to drive strangely. The unit was going slow and then began to speed up. The unit also was making a banging noise, and some debris fell from the unit. The unit was removed from service. Agfa service responded and confirmed the unit had a broken chain. Agfa service replaced the chain and strain gauge for the left side. After the unit was tested and checked for operation, the unit was turned over to the customer for use. No further issues have been reported and the unit is working as intended. There has been no reported harm to patient or user during this event.